Event description:
Eric whalen reported that the unit kept saying "vacuum test failed" and several attempts at troubleshooting did not help the problem.

Manufacturer narrative:
Per the sales rep, the alleged complaint unit was disposed of. Customer service indicated to the rep that all future defective product needs to be returned to tenex for evaluation. It is not possible to verify an assignable cause for the unit failure without evaluating the complaint unit. Insufficient information for a complete investigation. The DHR for lot 11213-07 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). Complaint was reopened for additional information. The unit was returned for evaluation. Refer to evaluation #(B)(4) - observed saline deposits at case nose/irrigation tube interface, as well as a rusted tip. Also found one of the connector pins was completely broken off. Tested handpiece (test 002) and could not duplicate malfunction. Upon internal inspection no defects were found.